Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose of over 700 mg/dl and vomiting. Customer wearing the pump at time of hospitalization. Customer¿s wife declined troubleshooting of the high blood glucose. Customer reported that, the infusion set cannula was bent and advised to change infusion set. Customer's wife states that she is trying to setup a training session for the continuous glucose monitoring for the 670g pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.